Event description:
Pt who has had a drug administration system in place for five years. Recently the battery depleted on the old pump and was admitted in 2005 for pump replacement. While at home following the pump replacement pt began to develop redness over the abdominal wall and inspection in the office suggested there was an infection in the pocket of the pump site.